Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the end of the drill grinds when rotated during use. It was noted that the collar on the connector end was loose, and the device created an e2 error code too easily. It was reported that the e2 error occurred at the start of burring post holes on the femur. It was reported that the device worked for a minute then the e2 error came up. It was reported that the device was unplugged two times and tried each time, the device worked for 5 seconds then stopped and e2 error came up again. This was attempted about three times then an unspecified spare drill was used. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The reporter stated that the event occurred during a partial knee replacement surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further investigation, it was determined that medwatch report 1045834-2018-50009 is a duplicate of medwatch report 1045834-2018-50077. Please reference report 1045834-2018-50077 for all information regarding this event.